Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The patient contacted (B)(4) to report she had found little to no flush of iodine in the initial drain as she was used to seeing. She does not know if the minicap was dry or not as she does not look at the cap, only observes her effluent. She indicated the lot number and that the minicap packaging was not damaged before use. The patient also indicated that she does not keep the product anywhere near heat or cold, and that she keeps it in a room in the house at room temperature. The patient stated she did not have any patient injury, including peritonitis due to this and was doing well. On (B)(6) 2010 (B)(4) spoke with the home patient who stated she did not have any samples for evaluation as she used all the product. The patient stated her therapy had been fine and she reported there had been no infection or adverse event . The home patient reported she had a cold but she believed that had nothing to do with her therapy. The patient stated she still does not have a flush of iodine in the initial drain like she once had, but doesn't believe there is any problem with the minicap at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available. A batch review will be performed for the lot number provided. Should additional information become available, a follow up MDR will be sent.